Event description:
Pt with a prior dual chamber pacemaker was admitted to acute care hosp with insidious dyspnea associated with lower extremity edema. An electrocardiogram was obtained. The computerized reader said ventricular paced rhythm. It made no mention of the underlying rhythm, which was atrial fibrillation. It was a new arrhythmia. The cardiologist reader agreed with the computer and too, did not report atrial fibrillation. Since it was recognized by the attending physician that the rhythm was atrial fibrillation, the pt was anti-coagulated and treated for the correct diagnosis. We have found repeated instances when the electrocardiogram interpretation provided by the device was erroneous, especially when there is an electronic pacemaker.